Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; d4; g3; h2; h3; h4; h6 corrected: b5; d9; h6 b5: it was noted during diligence that there was no harm to the patient, not that no patient was involved. D9: product was never recceived from the hospital, though it was expected to return. H6: code updated to reflect no harm to the patient, verses no patient involvement. Visual examination of the provided pictures identified the strike plate broke off the device at the weld and the spring disassembled. The device shows signs of use. No further evaluation can be made from the provided picture. This complaint is confirmed based on the provided picture. DHR was reviewed and no discrepancies related to the reported event were found. Root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured during a procedure. There was no harm or impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Report source: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was found to be fractured. There was no patient involvement. Attempts have been made and no further information is available.